Manufacturer narrative:
E1: (B)(6) hospital. A getinge field service engineer (fse) inspected the unit and performed all pneumatic leak tests, which passed according to specifications. The fse observed no evidence of blood contamination. The unit passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) had leak in iab circuit. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( type of investigation).